Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was found dead after 4 days with the insulin pump attached to her body. Caller stated that the insulin pump had a no delivery alarm on the screen. Caller stated that they cut the infusion set to remove the insulin pump from the dead body. Nothing further was reported.